Event description:
It was reported that during the implant procedure, the right ventricular lead threshold was too high during testing. When the lead was removed from the patient, the helix was noted to be damaged. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).